Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
It was reported that approximately 3.5 weeks post injection to the nlf, mental crease and cheeks, with 1cc, the patient complained that she couldn't move her face. He felt the product under her skin and prescribed a medrol dose pack and antibiotics. After the medrol dose pack was finished, the swelling. On (B)(6) 2010, the doctor thought the patient might have a sterile abscess. On (B)(6), he aspirated several areas and had them cultured. No organisms were seen, and no bacteria growth. He re-aspirated on (B)(6), and then the patient called on (B)(6) describing spontaneous drainage. He encouraged her to let it drain on its own. He then used hyaluronidase on 3 different occasions, with an increasing dose. On (B)(6) 2010, the doctor reported that the patient is very much improved with treatment of hyaluronidase and additional drainage.